Event description:
Ous MDR - after an implantation time of about 16 months, it was reported that the pacemaker was in backup mode during a routine follow-up. A re-initialization of the device was performed. After that, loss of capture was observed. It is unclear whether this had also been the case before the re-initialization. It was also reported that the patient had fallen down. It is unknown whether there is a connection to the event. Aside from the symptoms mentioned in the incident description, no further deterioration of the patient's state of health was reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps had been carried out correctly. The returned device data were thoroughly analyzed, especially the excerpt from the pacemaker memory. It documented that the implant had already switched to the safe program on (B)(4) 2013 due to inconsistent memory content. In general, the device is capable of correcting individual memory regions on its own. If several memory regions are affected at the same time, an automatic correction is no longer possible, and the device reacts in accordance with specifications by switching to the safe program, in which an antibradycardic therapy function is ensured. During interrogation, this is pointed out to the user with an appropriate warning message. In addition, the analysis showed that, during the follow-up on (B)(4) 2013, the implant was successfully re-initialized. The last interrogation during this follow-up showed a warning that the statistics could not be interrogated. This can be remedied by a simple restart of the statistics. In summary, there is no indication of a manufacturing error. The analysis of the returned data identified inconsistent memory content. Based on the provided data, it can be assumed that the pacemaker functions properly after the re-initialization. In conclusion, it cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed in the activation of the safe mode. A connection to the clinical observation regarding an entrance/exit block could not be observed based on the available data.